Manufacturer narrative:
(B)(4) - lot number is not known, however the customer provided the lot numbers that were available to the hospital at the time of the event: r15a19134, r14l01099 and r14d28098. User facility / importer report number received as ¿mw5042259¿ should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the fluid contained in the drip chamber of a clearlink secondary medication set became cloudy, which reflected rapid development of particulate matter. The reporter stated that 660 mg of a non-baxter anti-viral medication was prepared with 100 ml of 0.9% nacl and was being administered as a secondary infusion. The infusion was piggybacked into a primary line that had been pre-flushed with d5w/0.45% nacl prior to use. The infusion was terminated before the fluid with the particulate matter reached the patient. The set had been in use for approximately 90 hours at the time the event occurred. There was no report of patient injury or medical intervention associated with this event.